Manufacturer narrative:
(B)(6). Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The calcified target lesion was located in the severely tortuous mid-left anterior descending artery (lad). Predilation was performed using a non-bsc balloon catheter. A 3.50 x 28 synergy&#10244;rug-eluting stent was advanced to treat the lesion. However, the shaft of the device was disconnected while pushing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the distal side overlapping and lifted outwards from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found a mid-shaft kink 30mm distal from the mid-shaft to hypotube bond. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty (B)(4).

Event description:
It was reported that shaft break occurred. The calcified target lesion was located in the severely tortuous mid-left anterior descending artery (lad). Predilation was performed using a non-bsc balloon catheter. A 3.50 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the shaft of the device was disconnected while pushing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal.